Manufacturer narrative:
Submit date: 2017-08-04.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017 the service tech found the unit had a blank screen.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿blank display¿. The unit was triaged and the reported issue was confirmed. The j6 connector on printed circuit board (pcb) was found detached which is part of the display circuit. The pcb was replaced and the screen was legible. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.